Manufacturer narrative:
The serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation several cavity integrity assessment (cia) tests were unsuccessful. The physician then performed a hysteroscopy and a uterine perforation was visualized. The procedure was aborted. On (B)(6) 2013, it was reported by the clinical manager in the physician's office that there was no intervention required and the pt was discharged home on the same day. A hysteroscopy dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.